Event description:
The consumer had a needle break off in her abdomen when she was giving herself an injection with a bd insulin syringe. She went to an emergency department and received an x-ray and a CT scan to locate the needle. The consumer was then referred to a specialist for follow up care. It is unk if the consumer has received any further care.

Manufacturer narrative:
It is unk at this time if the sample will be returned for evaluation. If a sample is received an investigation will be done and a supplemental report will be filed upon the completion of the investigation. (B)(4).